Event description:
Hcp reported the pt developed new pain in the thoracic region. The device was explanted. A csf leak followed requiring surgical correction, then meningitis developed. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.